Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as lot code information was unknown. Complaint history review: a complaint history review could not be performed as lot code information was unknown. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards if devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. As no device details were supplied, it is not possible to determine if the patient¿s implant is subject to a recall.

Event description:
Revised a stryker knee (left ). The 6x9 cs insert is being revised due to infection. He replaced it with another 6x 9mm cs poly. No visible signs of damage nor wear. No intel on original implantation date.